Event description:
It was reported that the pump was stuck and remained at 100 ml. The batteries were removed and the pump was restarted. The pump ran and the res volume decreased to 99.9 ml. Res vol was 100, rate at 2.5, and 15.05 was given. No patient injury was reported.

Manufacturer narrative:
No product was returned. The investigation determined the most probable cause to be the battery needing replacement, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.